Event description:
Boston scientific crm received information that this patient was told by physicians and technicians that there was a broken lead. No adverse patient effects have been reported.

Manufacturer narrative:
Additional information was received that this lead displayed increased pacing threshold measurements. A revision procedure was performed and this lead was surgically abandoned. No adverse patient effects were reported during the procedure.